Manufacturer narrative:
The field service engineer inspected the module and determined that a bent probe had caused the event. He adjusted the probe, aligned the ion-selective electrode (ise) reagent probe positions, performed successful ise primes, ise checks, ise calibrations, qcs, and precision checks. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na-k-cl for gen.2 and sodium electrode assay results from one patient sample tested on the cobas 6000 c (501) module. Sodium: the initial result was 99 mmol/l, the first repeat result was 125 mmol/l, the second repeat result was 141 mmol/l. Chloride: the initial result was 161.6 mmol/l with an invalidating data flag, the first repeat result was 120.8 mmol/l, the second repeat result was 104.8 mmol/l. The invalidating data flag in the initial chloride result prompted the rerun of the patient sample.